Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed for a motor error during basal delivery. The drive support disk was normal and recessed. The insulin pump had not been exposed to a strong magnetic field. The blood glucose reading was 500 mg/dl. The rewind process was able to be completed. The insulin pump passed the displacement test. The insulin pump had also alarmed for no delivery. The alarm had been resolved with a complete set change. It was advised that the customer call when the alarm occurs in order to troubleshoot.